Event description:
It was reported that during da-vinci assisted rny robotic surgical procedure, a synchroseal instrument, a very small, donut-shaped, pivot pin washer, detached from the instrument and fell into the surgical field. Fortunately, the surgeon saw the washer in the field and was able to retrieve it. It was unknown at what point in the procedure that it fell into the surgical field. It was identified as the hinge pin that is used to open and close the jaws at the articulating arm. The surgeon immediately stopped using the synchroseal, and completed the procedure with the vessel without any further disruption. The instrument has only been in service for a month at the facility and the surgeon had only used it several times. It was in use for approximately two to three hours at the time of the reported event. The pivot pin washer did not appear to have any cracks or splits. There was no injury to the patient. Of serious concern is that the pivor pin washer is small and may be hard to find if not within the camera's view on the surgical field. The device will function without the pivot pin washer in place. Even if seen, it may be easily lost due to the size. If it is not seen come off by the surgeons, they may not know it is in the patient. We are unsure if the pivot pin washer is MRI compatible. FDA safety report ID # (B)(4).